Event description:
Two (2) separate radio frequency ablation catheters (100 cm and 60 cm) were not able to have the company specific and recommended 0.025" guide wire thread through the catheter. Ref report: mw5145452.